Manufacturer narrative:
(B) (4).

Event description:
The patient reported that the stimulation is in the wrong location. Troubleshooting by the hcp revealed that one of the two leads could not achieve stimulation. There was a revision and explantation of the device and lead; no obvious breaks were seen with the lead. Following surgical procedure, the patient was much improved and is receiving excellent and appropriate coverage.